Event description:
Pt reports that cadd solis pump serial number (B)(6) was acting up. Pt reports pump didn't have a message, just a red screen, & it wouldn't stop beeping. Pt reports they took the batteries out and put them back in then pump read "signal lost" so they switched to their back up pump and resumed delivery. Pt reports they started "breathing bad" and wasn't sure if the malfunctioning pump stopped delivering, so they felt better switching to their back up pump. Pt reports that since resuming delivery their breathing has not improved. Rph observed that the pt's breathing did not sound labored on the phone. No additional info, details, or dates available at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. The position of the pump when alarm occurred or state that this is unknown. Current IV remodulin dose: 107.5ng/kg/min. Did the reported product fault occur while in use with the pt? - yes; did the product issue cause or contribute to pt or clinical injury? - yes, pt states they started "breathing bad" after restarting delivery and their breathing has not returned to their normal as yet if yes, was any medical intervention provided? - no; is the actual device available for investigation? - yes, upon return did we replace device? - yes; did the pt have a backup device they were able to switch to? - yes; was the pt able to successfully continue their infusion? - yes; is the infusion life-sustaining? - yes; what is the outcome of the event? - pump issue resolved, "bad breathing" ongoing. Diagnosis for use: pulmonary arterial hypertension.